Event description:
During a functional test for motion of the heart, a pt was receiving an injection of low dose t99m, which had been mixed with the pt's own blood in the syringe. The blood and the t99m was expelled from the plunger end during the injection. A blue absorbent pad was underneath the pt's arm during the injection. Therefore, most of the spillage was absorbed in the pad, which was subsequently discarded. All workers wear protective garments and gloves during these types of injections. There was no contamination of the fluid over hands or body of the worker during the incident. Reporting party stated there was no serious injury, only inconvenience because they had to perform special cleaning in the area.